Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: revision surgery took place on (B)(6) 2024 to remove the insert cod 121932150 lot m30m04. When removed it was found broken, the product was not returned to depuy synthes, however photos were provided for review. See attachment (foto 5 inserto impiantato 2023, foto 4 inserto impiantato nel 2023, foto 3 inserto impiantato 2023, foto 2 inserto impiantato 2023, foto 1 inserto impiantato 2023, foto inserto impiantato 2023). The photo investigation revealed that lipped section of the pinn mar +4 10d 32idx50od has fracture in the lip, the fragment remained attached to the main device. In addition, based on the quality of the provided photos, the liner appears to have some anti-rotation device (ard) tabs sheared off. Scratches were also observed on the lipped section, consistent with extraction attempts. Furthermore, on the provided evidence it can be observed that the mating femoral head exhibits what appears to be metallic transfer, caused due to the direct articulation with the acetabular cup, after the disassociation event occurred. The condition of the femoral head does not represent a device nonconformance. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence device failure. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing record evaluation was performed for the finished device product code 121932150 lot number m30m04, and no non-conformances / manufacturing irregularities were identified during manufacturing. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pinn mar +4 10d 32idx50od would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to cause not stablished, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product code 121932150 lot number m30m04, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review: a manufacturing record evaluation was performed for the finished device product code 121932150 lot number m30m04, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that revision surgery took place to remove the insert. When removed it was found broken. Doi: (B)(6) 2023. Doe: (B)(6) 2024.